Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2020-01212; 130-03-729, s800 - revision surgery, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to poly swap /patella mal-tracking.